Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 292 mg/dl. The customer stated that she had received a new insulin pump, rather than a refurbished one, leading up to the event. She stated that since receiving it, she experienced high blood glucose levels. She noted that the rise rate alert showed on the device, as well as a low rate anticipated message. Troubleshooting for the insulin pump could not be performed due to lack of a tubing clamp. She was advised the change the entire infusion set, reservoir and insulin. She experienced small to moderate ketones, frequent urination, and excessive thirst as symptoms of high blood glucose. The customer also reported an alarm in the alarm history. Troubleshooting was incomplete, as the call was dropped while the customer attempted to perform a bolus. She could not be reached thereafter. The most recent blood glucose reading was 168 mg/dl. None else noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.